Event description:
Additional information was received from a healthcare provider. It was reported the physician did not think the pump was faulty, though it was replaced on (B)(6) 2015. To troubleshoot, telemetry was performed.

Event description:
Additional information received reported that unknown if troubleshooting was performed related to the premature alarm/eri. The pump appears to be functioning well. The cause of the premature alarm/eri was not determined. Pump to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 85 90-1, lot# n267838, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 3.997 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that a non-critical alarm was occurring due to eri (elective replacement indicator). At the refill on (B)(6) 2015, the estimated eri was a 31 months. At the refill on (B)(6) 2015, it said the replace by date was (B)(6)2015. Eri was not expected. There was no change in the programming and the physician questioned why the eri changed so much. The logs from the last session data report were read and the logs were normal going back to (B)(6) 2015. The only verbiage out of the ordinary was that eri occurred on (B)(6) 2015. No patient symptoms were reported. The patient had no complaints at the last refill. They were planning to try to get the patient back into the clinic to read the logs again. The patient had an appointment on (B)(6) 2015 to discuss replacement. Additional information was received from the hcp on (B)(6) 2015 and it was reported that the patient was there to read the logs again. The reporter confirmed that the logs did not indicate any issues other than the eri.